Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation conclusion). No additional clinical event information was received. Investigation conclusion: the investigation found the stent returned loaded in the introducer. The stent was advanced through an in-house microcatheter for functional testing and fully opened upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the flow diverter stent was used to treat a patient with an aneurysm in the supraclinoid ica segment. A microcatheter was placed across the aneurysm through guiding sheath over a giudewire. As per the artery measurements, physician took a 4x32x26 flow diverter stent to deploy. After approx. 50 % deployment, the physician observed thrombus formation inside the device. The physician wanted to fully deploy the device and then injection tirofiban; however, the device did not open fully well at the proximal part and physician felt it was the thrombus load, which was preventing it from opening. The physician removed the stent from the patient and then physician took another new 4x32x26 flow diverter stent and deployed it well through the microcatheter without any issues. All final dsa runs were satisfactory. Hence the physician decided to conclude the procedure. The patient was extubated with all limbs moving and obeying all commands of treating physician.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.